Event description:
Perigraft liquid was observed 2 days after graft was implanted in left femoral position. Note that no drains were placed immediate post-operatively. No intervention has been taken place to evacuate the fluid collection. Ultra sounds performed in 12/1999 still showed fluid collection.